Event description:
It was reported that the or staff called in during the middle of a procedure to report that when they initially inserted the endoscope into the cannula on arm 2, the image inverted on its own. They removed the camera and placed it on arm 3 and did not have any further issues. It was noted that there were no errors associated with this and the scope was not accidentally manually rotated. The tse advised that there could be an issue with the endoscope and suggested replacing it if the issue returns. The customer reported event has no report of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the isi clinical sales associate (csa) and confirmed that they had no further issues after a power cycle was performed. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.